Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date between (B)(6) 2023 and (B)(6) 2023. D2: additional procode: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 04.043.225s. Lot: 461p367. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: november 18, 2021. Manufacturing site: jabil bettlach. Expiry date: november 01, 2031. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that patient underwent revision surgery on an unknown date, due to nonunion. The patient originally underwent open reduction internal fixation (orif) on (B)(6) 2023 for tibial diaphyseal fracture. They were treated with a tibial nail advanced (tna) nail. Nonunion was confirmed on (B)(6) 2023. During the revision procedure, the tna was not removed. Bone grafting was performed as well as fixation with an 8-hole metaphyseal plate. The surgeon thought the non-union was caused by poor blood flow due to the open fracture. The surgery was completed successfully with no delay. This report is for a tibial nail-advanced / 10mm 315mm / sterile. This is report 1 of 1 for (B)(4).